Manufacturer narrative:
Further information was requested, but not received yet.

Event description:
It was reported that the patient presented to an implant procedure. Prior to connecting the right ventricular lead to the device, it was noted that blood was entering between the pin and ring parts of the lead. There were no problems noted with the lead values and the physician decided to leave the lead implanted. There were no patient consequences.